Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed parameters to be within normal pump operation. On-site inspection revealed an old repair worn out. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, the most likely root cause can be attributed to equipment use and/or improper handling of the driveline per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. CAPA(B)(4) has been opened to address this issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patients previous sheath repair was worn. On (B)(6) 2016 the manufacturer representative performed a sheath repair and stated that the issue was resolved. It was further stated that there were no  pumps associated with the repair. No additional information available.